Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into clinic for a routine checkup. It was noted that the patient sometimes was feeling an odd sensation in her ventricular wall. The stimulation was reproducible by increasing the pacing amplitude. Cardiac perforation was suspected. The lead was capped and replaced. The patient suffered no complications from surgery. The patient is stable.